Event description:
Initial reported that back to back tests performed (within 10 min. Of each other) on the pt's surestep meter using separate finger sticks were 58, 174 and 77 mg/dl (113% difference). No symptoms were reported. Control test result (116) was in range (85-127). On follow-up, lfs rep reviewed meter coding, cleaning, use of control solution and storage of strips with pt's caregiver (initiator). There was no allegation of harm.